Event description:
On 8/18/99 customer obtained a result of 0.0ug/ml for valproic acid. Customer repeated sample two times with results of 93.86ug/ml and 92.1ug/ml. A value of 92.1ug/ml was reported out of the lab. No report of impact to patient due to original result.